Event description:
The manufacturer received info alleging a ventilator fails to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.